Event description:
This item experienced a malfunction and overpressurized during the robotic case. This issue occurred two additional times today for a total of three occurrences. The insufflation tubing was exerting too much pressure, not coming from the suction main stem.